Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "before PICC catheter puncture, two cases of mst anterior tear sheath damage were found consecutively when the catheter hand checked the integrity of the product, and they were from the same production date and batch. The tear sheath of the two sets of catheters could not be used anymore, and the cost of adding additional consumables to reopen the two sets of catheters could not be afforded." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed, but the root cause remains unknown. The product returned for evaluation was two opened 4fr sl groshong nxt kits. Inside each kit was one 4.5fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath of both microintroducers. The following observations were noted during the evaluation of both units: ¿ the sample appeared free of obvious use residue. ¿ longitudinally aligned damage was present. ¿ the split had straight and well-defined fracture edges. ¿ stretched strands of sheath material were present between the split edges which gave a webbed appearance. Based on the evidence provided with the returned samples, it is unknown when or how the sheaths were damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "before PICC catheter puncture, two cases of mst anterior tear sheath damage were found consecutively when the catheter hand checked the integrity of the product, and they were from the same production date and batch. The tear sheath of the two sets of catheters could not be used anymore, and the cost of adding additional consumables to reopen the two sets of catheters could not be afforded." It was reported this occurred with two devices. This report addresses the first device.